Manufacturer narrative:
The device was inspected and tested on 07th june 2019. Within this inspection functional testing and visual inspection was made. No deviation was found. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline".

Event description:
Customer service was contacted by distributor on (B)(6) 2019. Distributor stated that the skull clamp was involved in an incident.